Event description:
Found during regular inspection and testing. Physio-control observed that the device displays a service indicator when powering up, an "energy fault" warning message when the charge button was pressed, and a fault code 22 was logged into the device error log.

Manufacturer narrative:
Physio-control replaced ic chip, designator u28, on the main pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Device data storage, including defibrillator calibration constants, is stored in a battery-backed ram chip, designator u28, on the main pcb assembly. Ic chip u28 contains a lithium energy cell battery that can maintain the device data for a minimum of 5 years continuous duty. A recent failure analysis has determined that a severely depleted energy cell can result in a failure of the defibrillator to charge completely and/or a failure to discharge.